Event description:
It was reported that there was damage to the pump housing surrounding the usb port, and the pump could not be charged. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.